Manufacturer narrative:
H.6. Investigation: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for shield difficult to remove/detach and needle hub separates due to unknown lot number. Investigation summary: customer returned (5) loose 3/10cc, 6mm syringes. Customer states that the shield was hard to remove and the hub remained in the orange shield when she pulled it out. Three out of 5 samples were returned with the hub-needle/shield assembly separated from the barrel. Both remaining syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe 1 5.49 lbs. Syringe 2 5.28 lbs. The removal forces fall within specification. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for shield difficult to remove/detach and needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle shield was hard to remove during use and the needle hub remained stuck in it upon successfully removing the shield. The consumer reported 3 occurrences of difficult shield detachment, and 1 occurrence of hub separation, but the dates are unknown. The following information was provided by the initial reporter: consumer reported needle shield was hard to remove. She also reported needle with the hub remained in the orange shield when she pulled it out.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle shield was hard to remove during use and the needle hub remained stuck in it upon successfully removing the shield. The consumer reported 3 occurrences of difficult shield detachment, and 1 occurrence of hub separation, but the dates are unknown. The following information was provided by the initial reporter: consumer reported needle shield was hard to remove. She also reported needle with the hub remained in the orange shield when she pulled it out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle shield was hard to remove during use and the needle hub remained stuck in it upon successfully removing the shield. The consumer reported 3 occurrences of difficult shield detachment, and 1 occurrence of hub separation, but the dates are unknown. The following information was provided by the initial reporter: consumer reported needle shield was hard to remove. She also reported needle with the hub remained in the orange shield when she pulled it out.